Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. The insulin pump passed displacement test properly. The insulin pump received with partially broken retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring cracked. The customer also stated that the insulin pump has neither been bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.